Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-70, serial/lot: (B)(4), description: linear 3-4 lead 70 cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing liquid, pus, and oozing at the lead incision site. Cultures were taken, but the results are unknown. Physician assessed the patient to be an infection risk and recommended the leads be removed. Patient was given antibiotics and underwent an explant procedure. Patient is doing well post operatively and the infection is resolving. It was reported that no anomalies or concerns during the original implant procedure took place, and sterility was maintained; however, the physician believes the incident to be device related.